Event description:
The following information was previously reported in MFR report 3007566237-2014-00566, and any additional information received will continue to be reported in this MFR report: [it was reported that the catheter disconnected from the pump and it was siphoning spinal fluid in to the pocket and happened 3-4 years prior, after the last placement. It was noted that catheter disconnected from the pump connector. It was noted that the patient had a ¿huge hematoma¿. It was reported that one of the hcp drew out 200 to 300 cc of blood clots in the pocket and did it a few times. It was noted that the patient think that the hcp ¿nicked the catheter¿.] The type of drug used in the pump was unknown.

Manufacturer narrative:
Concomitant products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).